Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, e1, g4, h2, h10. The pictures in the complaint show that the inner sterile packaging was opened. Reported event is confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 1x40g, reference (B)(4), lot number a751bd2501 were manufactured on 13 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A non-conformity (ref 2018-06/34) comment in the batch record can potentially explain the described complaint event. 5 complaints have been recorded for refobacin bone cement r 1x40 g, batch a751bd2501 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging was found to be opened. This issue was found before the surgery. There was no patient involvement. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The device will not be returned to the manufacturer. Therefore it will not be analyzed. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened. This issue was found before the surgery.